Event description:
The reporter states the surgeon was attempting to insert a single piece collamer lens model number cc4204bf and the haptic tore. Patient contact; no patient injury.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found a portion of the lens optic and haptic torn off. There was evidence of clear surgical residue. Conclusions - no conclusion can be drawn: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge, and foam tip plunger were not returned for evaluation.